Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and confirmed the reported malfunction. The cse replaced the backlight printed circuit board assembly (pcba), which resolved the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.